Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion as there was a decrease in estimated longevity of approximately 25 percent over the course of one month. Device data was sent to engineering for review. Data analysis confirmed the cause is consistent with capacitor degradation. This device remains in service. No adverse patient effects were reported.